Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red spot under the back electrode like a sore. Field services described the area as red and raw. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The wound care specialist assisted and evaluated the sore. Field services assisted with adjusting the garment away from the sore. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red spot under the back electrode like a sore. Field services described the area as red and raw. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The wound care specialist assisted and evaluated the sore. Field services assisted with adjusting the garment away from the sore. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.